Event description:
It was reported that the clinical diagnosis was interstitial cysts. It was noted that the relatedness was unknown. It was noted that the subject worked in a fast food restaurant and reported that she got shocked a lot by her implantable neurostimulator (ins) anytime she was in the stainless steel room that had the industrial fryers. It was noted that it had been occurring for a couple of months. It was noted that the event outcome was ongoing. Additional information received reported that the clinical diagnosis was multiple inappropriate shocks by ins.

Event description:
Additional information received reported that the event was patient reported on (B)(6) 2014.

Event description:
Additional information received from a healthcare provider for a clinical study, via a manufacturing representative, reported device interrogation on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va00gjx, implanted: (B)(6) 2012, product type lead; product ID 3093-28, lot# va00gjx, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the clinical diagnosis was multiple inappropriate shocks by the ins. It was noted that the event was unresolved with no further actions planned on (B)(6) 2014. Additional information was received indicating reprogramming on (B)(6) 2014. Additional information received reported that the patient got the same shocking when she walked past theft detectors or airport detector. It was noted that the patient might be experiencing electrical interference with metal devices at work. The ins was reprogrammed. Additional information received reported that on (B)(6) 2014 the device interrogation or device data was normal for the patient. It was noted that the ins and lead were not related.